Manufacturer narrative:
A customer in (B)(6) reported a misidentification of a bordetella trematum quality control strain in association with vitek® 2 gn ID test kit (ref 21341) - lot 2410093103. The strain and set up information was not provided by the customer. An investigation was performed. A review of quality records confirmed gn lot # 2410093103 met final qc release criteria and passed qc performance testing. One lab report was submitted which showed a very good identification of c. Testosteroni. There were three (3) atypical negative reactions (cit, o129r, ellm) for an identification of b. Trematum according to the gn knowledge base. An increased number of atypical negative results can indicate a strain with decreased viability, user set up error or an atypical strain. Without the strain or raw data it's not possible to further evaluate the cause of the misidentification. The vitek 2 gn ID test kit lot # 2410093103 performed as expected.

Event description:
A customer in (B)(6) notified biomérieux of the misidentification of a bordetella trematum quality control strain in association with vitek® 2 gn ID test kit (ref 21341) - lot 2410093103. Customer reported that the bordetella trematum rcpa survey strain was misidentified as a comamonas species. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. There was no patient associated with this quality control strain. A biomérieux internal investigation will be initiated.